Event description:
The pt contacted lifescan (lfs) and reported that their one touch ultra meter was not powering on. Medical affairs specialist called and spoke with the pt, who provided additional information. The subject meter was not powering on for about a month. During this time, th pt was not able to test their blood glucose level as pt does not have a backup meter, or have "money to go and purchase another one". Pt had continued to their set amount of oral medication (actos 30 mg, 1/day). About five days prior to their call to lfs, the pt had felt faint, dizzy, lightheaded, and nauseous. At first pt thought that their blood pressure was low since pt "usually feels this way when the pressure is low". Pt went to their doctor's office, where pt was tested for their blood glucose since pt was not able to test it for a few weeks. The doctor's meter result was "over 400" mg/dl and pt was given a shot of insulin. The pt had mentioned that prior to going to the doctor's office, pt had attempted to test on the subject meter, but the meter would not turn on. During troubleshooting, it was verified that the pt was using the correct test strips. Pt was asked to press the power button, but the meter did not turn on. Pt was asked to reseat the battery and the meter turned on momentarily with the battery symbol appearing on the display. The pt reported that pt has had this meter for over a year and pt had never replaced the battery pt was advised by the customer care representative to purchase a new battery and replace it in the meter. However, the pt not yet replaced the battery at the time of the follow-up call. Based on the information provided, there is no indication that the product has malfunctioned. However, use error was involved since the pt had not replaced the battery in the meter per replacement recommendations in the owner's manual. Therefore, this case is reported as an adverse event since the pt had attempted to test on the meter at the time of concern and due to use error (not replacing the battery), was an indication that the product has malfunctioned. However, use error was involved since the pt had not replaced the battery in the meter per replacement recommendations in the owner's manual. Therefore, this case is reported as an adverse event since the pt had attempted to test on the meter at the time of concern and due to use error (not replacing the battery), was not able to get a result, which may have delayed treatment and contributed to the serious injury (doctor's meter result was over 400 mg/dl). The pt's meter was not replaced as there is no indication of a malfunction.